Manufacturer narrative:
Device evaluation: lens was returned dry in a mico centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic bent and residue on the lens surface. (B)(4).

Manufacturer narrative:
Lens was explanted and exchanged for a longer lens on (B)(6) 2018. (B)(4)

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -10.0 into the patient's right eye (od) on (B)(6) 2017. The surgeon reports low vault, states the "central rear" touches the lens. The lens remains implanted.